Event description:
According to literature source of study from october 2019 to october 2020 at the department of otorhinolaryngology, head and neck surgery of the (B)(6). Forty-eight patients underwent a tonsillectomy with the device on one side and using cold-steel with localized bipolar cauterization on the other side (control). Among these, in 4 patients (n=2 device side, n=2 control side), a type I bleeding was recorded. In addition, one patient reported a minor bleeding event that occurred at home, but the side was not specified. In another 6 patients (n=4 device side, n=2 control side), a type ii bleeding was recorded. In one patient (control side), a type iii (rtt) bleeding was recorded. Additionally, in 4 patients, a second bleeding event was recorded: 3 were a type ii bleeding (n=2 device side, n=1 control side), and one was a type iii (rtt) bleeding (control side).

Manufacturer narrative:
Title: a novel electrosurgical divider: performance in a self-controlled tonsillectomy study source: european archives of oto-rhino-laryngology published online: 02 august 2021. If information is provided in the future, a supplemental report will be issued.